Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging black particles in the device and reporting of hospitalization from respiratory issues. In addition, patient also reporting of loss of voice, distress breathing and feels like throat is closing up. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.